Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and was unable to exit the "preparing to prime" loop. The customer was advised to disconnect from the insulin pump. The customer's blood glucose was 168 mg/dl. The customer was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.